Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and collected water sample from the water bottle. The cse performed a decontamination procedure and replaced the heterogeneous module (hm) waste tubing, hm pump cassette, hm wash probe, and hm wash tubing. The cse verified the probe alignments and loaded new packs for the chemistry wash, reagent probe cleaner and sample probe cleaner. During a follow-up visit, the cse performed ltni calibration using fresh calibration material. The cse ran quality controls, patient results and performed patient samples correlation, all of which were acceptable. The water sample culture results were negative for bacterial growth. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that quality control (qc) was imprecise and it showed trending and shifting of the values. Qc acceptance limits were set approximately two times wider than the typical performance limits of instructions for use claims. The hsc specialist determined that the data was consistent with biofilm contamination of the chemistry wash fluidics and poor hydration of the chrome well due to the poor mix of alignment of the reagent probe. The cause of the discordant, falsely elevated ltni results on multiple patient samples was due to a biofilm contamination of the chemistry wash fluidics. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ltni) results were obtained on multiple patient samples on a dimension rxl max with hm instrument. The initial results were reported to the physician(s), who questioned them as the results were elevated. The original samples were discarded after two days, and all new samples were sent to an alternate laboratory for testing. The results of the patients which were redrawn, resulted acceptable and as per physician(s) expectations. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni results.